Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found one undated photo of the implantation site, which appears to be raised and inflamed consistent with a reaction to something underneath. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the definitive clinical root cause of the reported adverse event could not be determined. The device IFU does note that an allergic reaction or mild inflammatory reaction can occur. ¿for healicoil knotless regenesorb suture anchor devices; titanium alloys contain elements that may stimulate allergic hypersensitive responses by the immune system. These elements are titanium, aluminum, and vanadium (ti, al, and v). When sensitivity is anticipated, appropriate preoperative testing should be conducted.¿ no further patient impact is anticipated as the anchors were removed and it was noted that the patient was healing well. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include reaction to the product. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found one undated photo of the implantation site, which appears to be raised and inflamed consistent with a reaction to something underneath. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the definitive clinical root cause of the reported adverse event could not be determined. The device IFU does note that an allergic reaction or mild inflammatory reaction can occur. ¿for healicoil knotless regenesorb suture anchor devices; titanium alloys contain elements that may stimulate allergic hypersensitive responses by the immune system. These elements are titanium, aluminum, and vanadium (ti, al, and v). When sensitivity is anticipated, appropriate preoperative testing should be conducted.¿ no further patient impact is anticipated as the anchors were removed and it was noted that the patient was healing well. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include reaction to the product. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that one month after an arthroscopy, the patient showed inflammation in the implantation site of the healicoil knotless rg anchors. An infection was discarded after different tests resulted in negatives. The anchors were removed from the patient, and after that, the wound symptoms improved, and it was healing well; therefore, the surgeon concluded that the implants were rejected. The surgeon thought the healicoil knotless rg anchors caused the reaction. No further complications were reported.